Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. Additional information received: the pcp recommended that the patient go to a dermatologist. Last visit was (B)(6) 2020. Additional information is being requested: you had mentioned you were seeing a dermatologist. Was allergy testing was done? If yes, can I please ask that you share the results with us?

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: in our last correspondence you had mentioned you were seeing a dermatologist. Was allergy testing was done? Not yet. The visit was not open until next year.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2020. Additional information received: dob for patient is (B)(6) 1975. Dr. (B)(6) has not seen the patient since (B)(6) 2018. Dr. (B)(6) has not seen the patient since (B)(6) 2019. What doctor performed the endoscope that enlarged the beads? The doctor perform to enlarge the beads is my gastrointestinal doctor. On what date did that endoscope take place? Last (B)(6) 2020. Is the device still implanted? Yes. The device is still implanted. What is the management plan? Nothing. Will the device be explanted? Not sure yet. If so, what is the date of the explant? (B)(6) 2018. Has there been improvement since the endoscope when they enlarged the beads? Yes. But I have a big allergy reaction after a year that the linx was implanted on my body. I have many bruises all over my body that even my doctor can't explain where is it come from. So we were suspected (no assurance) it is come from the linx implant because my dermatologist say there is still no cure on this bruises and it is so rare. And it is happen after a year of my surgery. What doctor is she currently seeing for her issues? I been seeing my family doctor which is an internal doctor, dermatologist, allergy doctor and my gastrointernist doctor. What is the current status of the patient? I keep seeing different doctor to find out what's going on with me.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2020. Only event year known: 2018. The DHR for lot 22984 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Event description:
It was reported that the patient had magnets put in 2018. Since then they have not been effective and the patient is getting worse with eating and digestion. The patient has developed bruising all over the body. The patient had an endoscopy done and they found the magnets were too closed to be effective and had to use the camera to enlarge them. They are looking to remove them as they feel there is more harm than good. The device remains implanted.